Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. The patient underwent skin debridement twice (specific date not reported) and subsequently was treated with topical and injectable steroid (specific date and duration not reported), however, the issue did not resolve. There are plans to remove the abutment and to replace it in the future, however, this has not occurred as of the date of this report.